Manufacturer narrative:
(B)(4).

Event description:
The patient reports she has not recharged her ipg for approximately three months. The patient underwent surgical intervention on (B)(6) 2016 to remove and replace the ipg.